Manufacturer narrative:
The initial MDR 2517506-2017-00124 was filed on february 2, 2017. Additional information (02/08/2017): a siemens headquarters support center (hsc) specialist reviewed the discordant result data for this event. The instrument data was not available for review. The cause of the event is unknown.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated blood urea nitrogen (bun) and creatinine (crea) results were obtained on a patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The patient was referred to the nephrologist and had a sonogram done based on the initial results, however the patient was not treated with any medication. The patient was redrawn on a later date and tested on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated bun and crea results.